Manufacturer narrative:
The returned device was evaluated and although the top and bottom housing of the device did not exhibit any damages or defects, the internal components of the device were found to be damaged in multiple areas. Data was unable to be downloaded, hazard alarm could not be confirmed. The damages found with the reservoir, piezo, slide retract, needle mechanism assembly, and ratchet gear were all consistent with being flattened. However, the causes of the bend in the exposed portion of the soft cannula, the low voltage in the batteries, and the lack of communication with the pcb could not be determined. The cause of the observed damages could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3 / page 32-33: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged.

Event description:
The patient reported that the pod gave an hazard alarm. The pod was worn for less than an hour on the arm.